Manufacturer narrative:
(B)(4). The lot 14m006 was manufactured from november 5, 2014 to november 10, 2014. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 19 to august 20, 2014. The device was received and evaluated for the reported issue. A visual inspection was performed and revealed a white particle approximately 2.50 mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the reservoir of a small volume intermate. This was observed while compounding with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.